Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a calibration error occurred on 11/13/2019 at 4:53:00 pm. No cgm readings are available from 11/13/2019 at 4:55:16 pm to 11/16/2019 at 6:35:21 am. No bg was entered by the user on 11/15/2019. Therefore, the complaint could not be confirmed. A tubing fill of size 11.3 units was observed on 11/15/2019 at 4:55:18 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 11/14/2019 and 11/15/2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On 11/14/2019 and 11/15/2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 27 mg/dl; cause was unknown. Reportedly, the customer became unconscious. Paramedics provided dextrose to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.